Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was associated with difficulty imaging. The reported difficult to grasp the leaflets was due to the poor image resolution and the slda appears to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2024, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. The second clip was attempted to grasp the leaflets three times, which was difficult due to challenges with imaging. The grasp was sufficient and leaflet insertion assessment was satisfactory. After deployment, the clip was stable. It was noted that first clip had a lot of movement but was also stable. The tr was reduced to grade 2+ on (B)(6) 2024, a single leaflet device attachment (slda) was observed with the second clip. The reduction was still grade 2+. Movement was still noted with the first clip, but it remained stable on both leaflets. No additional intervention was required.